Event description:
After having essure implanted on (B)(6) 2012 I had a kidney stone attack on (B)(6) 2013 and had to have it surgically removed. In (B)(6) of 2013 I was diagnosed with sleep apnea and now have to use a CPAP. Just recently I have started having severe headaches and migraines to the point of exhaustion coupled with extreme joint pain and pain between my shoulder blades that radiate up to my neck and head. Pressure in my pelvic area and bloating along with stabbing pains in mostly my left side but also on the right side. Periods have been heavy with clotting which I never had before. I have had 3 yeast infections in the last 2 months which I have only had 1 before this and I am 32. There is always a distinct odor down there now.